Event description:
Pt's father called in to report that his child was in children's hospital emergency department on (B)(6) 2010 last year due to a corneal abrasion. The pt could not open his eyes. Attempts to contact the treating facility for more info and any treatment, have been made with no reply. This is being filed as an unconfirmed corneal abrasion.

Manufacturer narrative:
This is being filed as an unconfirmed corneal abrasion. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.